Event description:
The customer reported falsely elevated alinity I toxo igg and provided the following data: customer reference: < 1.6 iu/ml is negative, 1.6 to 4 iu/ml is grayzone, >4 iu/ml is positive. Note the customer re-runs results between 3 and 4 iu/ml. (B)(6) 2024 sample ID (B)(6) toxo igg result was 6.2 iu/ml on analyzer sn: (B)(6) and repeat result was 5.8 iu/ml and 6.0 iu/ml on analyzer sn: (B)(6). Results generated with lot 66439be00. The patient has been pregnant since (B)(6) and was negative during previous pregnancy in 2021. The patient has several months of follow-up and has negative toxo igg results from (B)(6) (0.2 iu/ml), (B)(6) (1.4 iu/ml), and (B)(6) (1.2 iu/ml). (B)(6) results generated with lot 64052be00. The then customer took serum bank samples tested with lot 66439be00: (B)(6) sample toxo igg result was 7.7 iu/ml on analyzer sn: (B)(6) and 7.5 iu/ml on analyzer sn: (B)(6) (B)(6) sample toxo igg result was 6.9 iu/ml on analyzer sn: (B)(6) and 6.8 iu/ml on analyzer sn: (B)(6) the customer then conducted further testing with another reagent lot of 69140be00: (B)(6) sample toxo igg result was 3.2 iu/ml on analyzer sn: (B)(6) and 3 iu/ml on analyzer sn: (B)(6) (B)(6) sample toxo igg result was 3.1 iu/ml on analyzer sn: (B)(6) and 3.2 iu/ml on analyzer sn: (B)(6) (B)(6) sample toxo igg result was 3.8 iu/ml on analyzer sn: (B)(6) and 4 iu/ml on analyzer sn: (B)(6) (B)(6) sample toxo igg result was 3.4 iu/ml on analyzer sn: (B)(6) and 3.4 iu/ml on analyzer sn: (B)(6) the customer believes that lot 66439be00 generated discrepant toxo igg results. Per customer, testing done with lot 69140be00 did not find any significant difference and no other toxo igg discrepancy was identified. Additional laboratory data provided toxo igm has generated negative results in (B)(6). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 7p42-24/-33 with 510k/PMA/bla number k220949. A1: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I toxo igg and provided the following data: customer reference: < 1.6 iu/ml is negative, 1.6 to 4 iu/ml is grayzone, >4 iu/ml is positive. Note the customer re-runs results between 3 and 4 iu/ml. On (B)(6) 2024, sample ID (B)(6) toxo igg result was 6.2 iu/ml on analyzer sn: (B)(6) and repeat result was 5.8 iu/ml and 6.0 iu/ml on analyzer sn: (B)(6). Results generated with lot 66439be00. The patient has been pregnant since (B)(6) and was negative during previous pregnancy in 2021. The patient has several months of follow-up and has negative toxo igg results from (B)(6) (0.2 iu/ml), (B)(6) (1.4 iu/ml), and (B)(6) (1.2 iu/ml). (B)(6) results generated with lot 64052be00. The then customer took serum bank samples tested with lot 66439be00: on (B)(6) sample toxo igg result was 7.7 iu/ml on analyzer sn: (B)(6) and 7.5 iu/ml on analyzer sn: (B)(6). On (B)(6) sample toxo igg result was 6.9 iu/ml on analyzer sn: (B)(6) and 6.8 iu/ml on analyzer sn: (B)(6). The customer then conducted further testing with another reagent lot of 69140be00: on (B)(6) sample toxo igg result was 3.2 iu/ml on analyzer sn: (B)(6) and 3 iu/ml on analyzer sn: (B)(6). On (B)(6) sample toxo igg result was 3.1 iu/ml on analyzer sn: (B)(6) and 3.2 iu/ml on analyzer sn: (B)(6). On (B)(6) sample toxo igg result was 3.8 iu/ml on analyzer sn: (B)(6) and 4 iu/ml on analyzer sn: (B)(6). On (B)(6) sample toxo igg result was 3.4 iu/ml on analyzer sn: (B)(6) and 3.4 iu/ml on analyzer sn: (B)(6). The customer believes that lot 66439be00 generated discrepant toxo igg results. Per customer, testing done with lot 69140be00 did not find any significant difference and no other toxo igg discrepancy was identified. Additional laboratory data provided toxo igm has generated negative results in (B)(6). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did identify an increase in complaints for the alinity I toxo igg reagent, however it did not identify an increase in complaint activity for the complaint lot. The overall performance of the alinity I toxo igg reagent reviewed using field data from customers. The review of field data determined the median patient results for the complaint lot was within the established limits and comparable to the historical lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I toxo igg reagent lot number 66439be00.